Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon ruptured when the patient was being transported from the operation room to the hcu and urine excretion stopped.